Event description:
Blood sugar levels on the accuchek were reading higher than serum blood sugars. Accuchek reading was 161 versus blood sugar of 20. Accuchek was reading maltose because patient was on a particular dialysate. Staff accepted accuchek reading over serum blood sugar reading. The patient went 23 hours with serum blood sugars between 20 and 46.